Event description:
A customer in the us alleged discrepant ex20ins results for a patient sample tested with two lots of the cobas egfr mutation test v2 (h08593 and h31955). The sample was initially tested with lot h08593 and generated a "no mutation detected" result. When validating kit lot h31955, the same sample was retested and generated an ex20ins mutation detected result. Additional testing of the sample (original or new extractions) using both lots generated a mixture of no mutation detected and ex20ins mutation detected results. It was also noted that testing was performed at a different lab, which also uses the roche platform, and a no mutation detected result was generated (no further information was provided). No harm or injury was indicated; the initial result (no mutation detected) was the result that was reported.

Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees were notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). (B)(4).